Manufacturer narrative:
This product is manufactured in (B)(4) but not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -12.50 diopter into the patients left eye (os). The lens was reported as low vaulting and refractive change overtime. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information: he reporter stated "the patient cancelled all appointments. He do not want an exchange anymore. The patient is difficult to read." Claim# (B)(4).